Event description:
It was reported that during a stenting treatment procedure, stent placement difficulties were encountered. The physician was treating an unknown lesion in an unknown moderately tortuous vessel. This 7.0x30x75cm express ld stent was implanted "slightly over" than expected. Another stent was introduced and implanted in its intended location. There were no further reported patient complications. The patient's status is listed as "good". This product is only ous approved, but it is similar to an approved us device. Additional information has been requested and is not available.

Manufacturer narrative:
(B) (6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4)